Event description:
Info received indicates the CPR function is not working.

Manufacturer narrative:
The technician isolated the issue to the release cable assembly. He adjusted the CPR release cable to repair the bed.